Event description:
It was reported that the ipg was inoperable and the patient controller displayed the error message "replace generator, the generator has reached the end of its service." Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Manufacturer narrative:
Correction: section d10 - concomitant medical products and therapy dates added an elective replacement indicator message was reported to abbott. The ipg was explanted and replaced. Therapy restored. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was and replaced. Therapy restored.